Event description:
It was reported that after a da vinci-assisted surgical procedure, the system was getting an error 41014. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked if she could power cycle the system to see if error would clear. While system was rebooting, tse reviewed the logs and discovered error 25580 for remote arm controllers (rac) boards in surgeon side console (ssc) 1 prior the other errors. When system was coming on, caller stated that one of the surgeon consoles was not powering on with the rest of the system. Tse advise that ssc 1 was having the issue and if she was to disconnect the blue fiber from that console. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the remote arm controller (racs) 1 and 2 boards. The system was tested and verified as ready for use. Isi did receive the racs to perform failure analysis (fa). The first racs were analyzed, and fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. No issues were found that are related to the report issue during visual inspection. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sat idle for 1hr. After testing 10x cycles no error occurred. Fa reviewed the system error logs was no error could be identified. As a result of these findings, fa concluded that there was no root error 41014 or 25580. Isi did receive the second racs to perform failure analysis (fa). The second racs were analyzed, and fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. No issues were found that are related to the report issue during visual inspection. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sat idle for 1hr. After testing 10x cycles no error occurred. Fa reviewed the system error logs was no error could be identified. As a result of these findings, fa concluded that there was no root error 41014. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.